Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 6. The home patient (hp) stated that the past few nights he received the system error 2240 alarm and now again in dwell 4 of 6 with the second set up. The hp feels there is something wrong with the hc and requested a swap. The technical service representative (tsr) arranged a swap. The nurse will program the new hc. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed by review of the logs but not duplicated during evaluation. The assignable cause of the reported problem was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.